Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. The elective replacement indicator (eri) was due to high battery impedance logged on (B)(6) 2011 prior to explant. (B)(4). The device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that 4 1/2 years post implant the device was at elective replacement indicator due to high battery impedance. It was noted that the patient was not feeling well with the device in vvi 65 pacing mode. The device was explanted and replaced. No patient complications have been reported as a result of this event.